Manufacturer narrative:
Based on the information available, no conclusions can be made. Per the information obtained on the maude report, there was failure of the graft. The report did not identify user facility or contact information as such additional information cannot be requested. No lot number has been provided; therefore, a review of the manufacturing records is not possible.

Event description:
Per mw5103490, allege failure of bard/davol xenmatrix ab graft used in abdominal repair.